Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The instrument was returned for evaluation and it was confirmed that the driver tip had sheared off. It is possible that the driver fractured due to excessive medial/lateral forces. The exact cause of the reported issue cannot be determined.

Event description:
The tip of the driver broke off inside the screw head of the cross connector. The surgeon was unable to retrieve the tip and it remains in the patient.